Manufacturer narrative:
Additional information has been provided in b.5., and h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury/malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received, and file was reassessed as it was noted that the macular edema had nothing to do with the iol. It was a case of age-related macular degeneration. It has been determined that there is no reported complaint or defect with the product.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient had sought a second opinion. Additional information has been requested and received stating that the patient developed macular edema. A fluorescent angiography (fag) was ordered. The patient decided to see another ophthalmologist. The fluorescent angiography (fag) was then performed at a different eye center. Lens remain implanted in the eye.